Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that the customer stated problem of fell outside of testing parameters was confirmed during testing. Device is having intermittent failure on barrel clamp test. Device was opened, checked for broken parts and loose connections, no fault found. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/20/2017 to the present date 10/15/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to device having intermittent failure on barrel clamp test.

Event description:
It was reported that the device failed calibration. No patient involvement was noted.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed calibration. No patient involvement was noted.